Event description:
The contact stated the customer received back to back blood glucose readings of 296 and 123 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.